Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("plaintiff claiming pain: dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), rash ("rash"), skin disorder ("skin conditionskin condition"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, allergy to metals, rash, skin disorder, vaginal infection, urinary tract infection, vaginal discharge, migraine and headache had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: 2005 and (B)(6) 2006. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), bladder/urinary problems: vaginal infection, uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case correction with frd follow-up 4th. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("plaintiff claiming pain: dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), rash ("rash"), skin disorder ("skin condition skin condition"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), migraine ("other injuries / symptoms: migraine") and headache ("other injuries / symptoms: headaches"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, allergy to metals, rash, skin disorder, vaginal infection, urinary tract infection, vaginal discharge, migraine and headache had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: 2005 and on (B)(6)2006. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), bladder / urinary problems: vaginal infection, uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("plaintiff claiming pain: dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), rash ("rash"), skin disorder ("skin condition skin condition"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, allergy to metals, rash, skin disorder, vaginal infection, urinary tract infection, vaginal discharge, migraine and headache had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: 2005 and (B)(6) 2006. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), bladder/urinary problems: vaginal infection, uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Injury nos replace with new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods, nickel - diag. Post-essure, rash/skin condition, bladder/urinary problems: vaginal infection, uti, vaginal discharge, migraine, headaches, were added. Case becomes incident. Outcome of the events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods, nickel - diag. Post-essure, rash/skin condition, bladder/urinary problems: vaginal infection, uti, vaginal discharge, migraine, headaches were updated. Date of insertion updated and date of removal added.